Manufacturer narrative:
E1: initial reporter last name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in between the tubing and patient connector of a peritoneal dialysis (pd) transfer set which resulted in a fluid leak and bacterial peritonitis manifested by cloudy effluent. It was not reported if the patient was hospitalized for peritonitis. On the same day as the onset, the patient received treatment with vancomycin (1g, intraperitoneally, for twelve days) and ciprofloxacin (2x250mg p.o., for twelve days) for peritonitis. Two days after the onset, the transfer set was replaced with a new set to resolve the leak. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Based on additional information received, the transfer set was determined not to be a factor in the reported adverse event. Were changed to address this issue as a product malfunction. Additional information for b5: additional information was received which stated that the patient was diagnosed with peritonitis two days prior to the patient noticing that the transfer set was leaking. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.